Event description:
Boston scientific received information that during an interrogation it was noted the safety switch tripped for the right ventricular (rv) lead putting it in unipolar configuration due to an out of range impedance issue. The clinic advised the field representative that this had occurred one other time approximately two years earlier. It was also noted that the rv lead threshold measurement had increased but was still within an acceptable range. After further testing the physician opted to reset the lead to bipolar configuration and monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.